Event description:
Kronner uterine manipujector broke while in the uterine. The tip was found later in the cu1 de sac. The broken tip was obtained. The surgeon felt that the tip broke when it was in contact with harmonic scalpel. No adverse event to pt reported.

Manufacturer narrative:
The kronner uterine manipujector was not returned to coopersurgical for eval and there was no lot number provided. A query of out complaint database did not reveal any type of product trend. (B)(4).